Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. Reportedly, there was moisture behind the display and all keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2016 with the following findings: during investigation, the pump powered on with a blank display. The original complaint of unresponsive keypad buttons was not able to be duplicated due to the blank display. There was moisture observed under the display lens. A leak test was performed and a leak was found in the display lens. The pump was opened and there was moisture damage found on all internal components. Unrelated to the original complaint, investigation revealed a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.